Event description:
The user facility reported a 60 year old male on impella support for an elective procedure. During support, a ¿controller error¿ occurred. As a result, the controller was swapped. Only one back up controller connected waveform came back. The patient remains on support.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the reported controller error is due to a communication error. (B)(6): the root cause of the purge clip not detected was due to a broken purge flag. (B)(6) - the root cause of the console not detecting the purge cassette was due to purge disc/flag issues.